Event description:
During a percutaneous transluminal coronary angioplasty procedure, the dr advanced the guide wire across the lesion without difficulty. While placing balloon, dr noted intermittant tightness. Dr wanted to exchange guide wire. When first wire was removed, dr did not observe that tip was missing. While advancing second wire, he observed the first wire's tip still in pt. Dr subsequently removed second guide wire and balloon catheter with the first wire's tip tangled in it. The pt experienced no adverse consequences.